Manufacturer narrative:
4/6/1998- supplemental report #1 submitted to FDA.

Event description:
The product was used during a coronary artery bypass graft procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procecure. The hosp has reported no pt injury occurred.